Event description:
It was reported that a medical professional could not interrogate generators when using her programming system. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. A replacement usb cable was sent to the medical professional. No additional information was provided to date.

Event description:
Review of manufacturing records confirmed all tests passed for the concerned motion tablet prior to distribution. The suspected usb cable was not returned to the manufacturer to date.